Event description:
It was reported that the patient experienced withdrawal a year ago because she wasn¿t given a refill date and the health care provider (hcp) didn¿t inform the patient about pump alarms. The patient ended up in the hospital as a result. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).